Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause was unknown. On the same day as the event onset, the patient was hospitalized for the event and was treated with unspecified antibiotic (oral, dose and frequency not reported) for peritonitis. One day after the event onset, the patient was discharged from the hospital and was recovering from the event. On unknown date during hospitalization, the patient was switched to hemodialysis. No additional information is available.